Manufacturer narrative:
(B)(4). Firing trigger teeth. The analysis results found that the 6tb45 device was received for analysis instead of ets45. The device was received with the firing mechanism damaged and with a tr45g reload present. The reload was received fully loaded with staples. The device opened and closed as intended. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge in previous firings. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; (B)(4). The returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device could not be fired as normal; it was locked during the procedure. Another device was used to complete the procedure. There were no adverse consequences for the patient.